Manufacturer narrative:
Additional information updated: b1: adverse event/product problem. B5: describe event/problem. B3: date of event. H6: device codes. D6a: implant date.

Event description:
It was reported that, after this inflatable penile prosthesis (ipp) implant procedure, the medical staff adjusted the pump, turning it over, because the deflation button was positioned inwards instead of outwards. During this adjustment, the tubes twisted and ended up near the penis, subcutaneously and noticeable. The patient scrotal pain and discomfort when activating the ipp and during intercourse; therefore, a revision surgery was performed to relocate the pump. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal pain and discomfort. A revision surgery was performed to relocate the pump, and no device issues were identified. No additional patient complications were reported.